Event description:
In this event it is reported that a reciproc files 6x file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: no investigation possible, as no product and no lot was provided. Therefore, the final root cause cannot be determined. No product will be returned because customer has thrown product away. We have received also information that the product was used 10 times before breaking / deformation/ damaged -- reciproc files are single use instruments the complaint is registered and we will monitor the trend. General note: all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.